Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension. Product ID: 3387s-40, lot#: va0t2ur, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot# va0vgl0, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Event description:
On (B)(6) 2017 mpxr 463385 (rep) information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was experiencing stimulation related side effects. It was confirmed by two healthcare facilities that the lead placement was optimal. The patient was reprogrammed, but it was unsuccessful in eliminating the side effects. The patient's system was explanted in order to pursue a different treatment option. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from a healthcare provider (hcp) via the rep reporting that the patient was vulnerable to stimulation side effects as well as medication side effects. The hcp reported that they believed that lead placement was not an issue nor was there any issue with the system. No further patient complications have been reported as a result of this event.